Event description:
Patient reported the "cartridge pump rod" does not function correctly. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. A preliminary evaluation of the infusion device found there were e6 mechanical and e10 cartridge errors in the infusion device history. The infusion device correctly triggered the error messages due to a step loss, which can be caused by an inappropriate battery or too high friction. The infusion device display was also broken due to a mechanical impact, and the broken display could lead to misinterpretation of insulin delivery amounts. Additional information will be sent when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.